Manufacturer narrative:
According to the complainant, the suspect device has been disposed; therefore, a device evaluation will not be performed. The most likely cause of the reported broken control wire is due to excessive applied force transmitted through the device handle, causing the wire to break. The failure of the detachable basket tip to separate, as designed, likely necessitated the user to apply excessive force to the handle. The root cause of the tip failing to detach remains unknown. A CAPA is in progress to address this issue. The device history record for this lot has been reviewed; no anomalies were noted. A search of the complaint database revealed one additional complaint from the same customer with the same failure mode was reported for this lot. The july 2007 15-month lithotripter basket product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. See associated medwatch #6000048-2007-00285.

Event description:
Note: this report pertains to the first of two device malfunctions occuring in the same procedure. It was reported to boston scientific corporation in 2007, that an endoscopic retrograde cholangeopancreatography procedure, using a trapezoid rx lithotripter device, was performed on the day before, (female patient, age and weight unknown). According to the complainant, when the physician "triggered the alliance ii integrated inflation/litho device to crush the stone" captured by the trapezoid rx lithotripter, the "basket broke in the middle of the cable." A second trapezoid rx lithotripter compatible basket was then used. No patient complications were reported as a result of the event.